Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00074. The pt ((B)(6)) is implanted with two percutaneous leads. It was reported the pt experienced breakthrough pain. Reprogramming was undertaken in an effort to address this issue. A f/u appointment will be scheduled to assess the pt's programs. She is reportedly receiving partial therapy coverage of her pain area at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.